Manufacturer narrative:
Failure analysis noted that the pump alarmed button error due to moisture on keypad traces. There was no moisture damage on the electronic and motor assemblies. There was no battery out limit alarm. The pump had cracked corner display window, cracked battery tube threads, scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 297 mg/dl at the time of incident. The customer stated that the pump got wet and won't accept batteries. The pump alarmed button error and battery out limit. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.